Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing of the primary infusion of tpn was noted to be cracked and leaking at the filter and blood backed up from the patient. There was no patient harm.

Event description:
The customer reported that blood backed up into the tubing, from the central line to the tpn filter and fluid leaked from a crack on the filter connector. The tpn was discontinued even though 15 hours of the infusion remained. Replacement fluids were ordered. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a crack and leak in the tubing was confirmed. Visual inspection observed a 11.4 mm crack on the female luer. Functional testing confirmed that the extension set leaked at the female luer crack. The root cause of the leak was a female luer crack. The origin of the crack is unknown.